Event description:
The customer alleged the lift was tipping when lifting. There was no allegation of patient or caregiver injury or death reported from this alleged incident. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
Viking m mobile lift is a general-purpose lift with the intended use in; health care, intensive care and rehabilitation. Viking m mobile lift is an excellent aid in daily transfers of both adults and children. With 3 various lifting height positions viking m mobile lift gives a flexibility for most lifting situations such as lifting to and from wheel chair, bed, toilet and floor. Horizontal lifting can also be performed in combination with the liko¿ octostretch¿ accessory. The hrc technician inspected the device and no issues were found, the lift was functioning as designed. The hrc technician provided training to the staff on the proper use of the lift. Event was caused by use error. No malfunction. No report of serious injury or death. This does not meet the definition of a reportable malfunction that could lead to serious injury or death if it were to recur. Hillrom does not consider this complaint reportable.